Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The customer's blood glucose reading was 40mg/dl. The customer ate food, and one hour later the blood glucose was 300mg/dl. Then the customer took a bolus of 1.0 units and sixty minutes later the blood glucose rose to 400mg/dl. It was stated that the customer was advised to go to the hospital. No further information was provided.